Event description:
It was reported that a patient underwent a peripheral stent procedure using the protege rx for a target lesion consisting of carotid artery plaque located in the mid common carotid artery, with 68% stenosis, moderate tortuosity, and moderate calcification. Embolic protection was used with a spider device. The lesion was pre-dilated with a 3 mm balloon. Lock-pin was removed. During the procedure, deployment issues occurred and the stent was unable to be deployed. The stent was removed and replaced with a new stent. No patient complications have been reported as a result of this event. When the device was returned ofr evelaution it was noted that the stent was partially exposed.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and a portion of the stent was observed to be exposed the device was confirmed as 40mm from the strain relief and the enclosed stent, approx 2mm of the stent was exposed from the device, upon visual inspection, three kinks were noted on blue outer sheath at 11.5cm, 12.1 cm and 12.8cm respectively, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it couldn¿t advance through the device. The device was loaded into a deployment fixture, the stent did not even deploy with a maximum peak force of 5.20lbs which is much higher than the recommended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.